Manufacturer narrative:
This is the final report. An investigation is in process.

Event description:
This medwatch is being filed due to a customer complaint that was investigated. Abbott found an atypical stability profile for the lot of architect fsh calibrators list number 6c24-01 lot number 33363q100. Axsym fsh master calibrator list number 7a60-30 lot number 33266q100 and axsym fsh calibrator list number 9c06-01 were manufactured using the same base material as lot 33363q100; therefore, these lots are also impacted. The investigation to date has shown that both controls and pt results have shifted upwards over time together. A recall was issued for architect fsh calibrators list number 6c24-01 lot number 33363q100, axsym fsh master calibrator list number 7a60-30 lot number 33266q100 and axsym fsh calibrator list number 9c06-01. The issue was reported under 21 cfr 806 to the san francisco FDA district office on 09/14/2006. Abbott has not rec'd any reports of adverse events due to this issue to date.